Event description:
It was reported that a lead integrity alert (lia) pertaining to the right ventricular (rv) lead was sounded. It was noted that the lead exhibited low pacing impedance, oversensing, and noise. The lead was programmed off, and three days later, was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006; 511212 lead, implanted: (B)(6) 2009. (B)(4).